Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the implant was dead and the ins recharger was not charging. A replacement recharger was sent to the patient. The patient reported that they received the replacement insr but the old desktop charger will not go in to charger the new ins recharger. No patient complications have been reported because of this event.